Event description:
It was reported that during a subtotal colectomy procedure, while performing the right colectomy, surgeon fired across ileocolic anastomosis (after waiting 15 seconds to fire). The device was removed and the staple line was complete with the exception of two unformed staples in the center of staple line. This happened on the first firing with the reload. The surgeon over sewed the area and no bleeding or leak was noted. There was no patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlc10 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.